Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump had been losing power after the patient went swimming. The reporter stated that the display flashed on but the pump did not come back completely. The reporter also indicated that there was evidence of moisture condensation under the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings: on the date of the event, multiple replace battery alarms and power on resets were observed. During testing, the pump powered on with audible tone and vibration and the screen remained blank due to internal moisture damage. The audio bolus button was observed to be detached. The pump was opened and moisture damaged was observed in the pump and on the display flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.